Event description:
Patient in nursing home with dimentia expired around 5:30 a.m. In 2009. Patient was found with face facing away from the bed and mattress, body slipped through onto the floor. The half-rail was up, and the bed was low. The mattress was span-america geo-mattress pro, catalog # pr 8035-29. It was reported to span-america that the mattress was not found to be defective or a contributor to this event. We were told by phone that the coroner's report stated that the patient was trying to get up, and while doing so, died and fell. The report stated that the equipment in no way caused or contributed to the death. Span-america has had no other events of this nature for this product since product introduction in 1997.